Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.